Manufacturer narrative:
This complaint was initially ruled out at the time of complaint receipt as during customer services troubleshooting, there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of any adverse events as a result of the reported issues. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic quality or risk issue. Lifescan (lfs) received and further evaluated product returns for the complaints summarized in this report. The test strip samples received for this complaints failed testing with the reported issue being confirmed. Investigation of one of the returned samples identified low registration of the hydrophilic tape; however, no assignable cause could be found during the investigation of the other two allegations. This report is processed under exemption number e2005018.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that the ot ultra test strips experienced a sample draw issue. These reports were received from various sources. One of the patients associated with this allegation was (B)(6) years old. There is no weight data available for any of the associated patients. Of the reported patients; none were male , 1 female & 2 were unknown.